Event description:
The pt is reportedly experiencing retention issues. The pt is wearing a band and several magnets to keep the headpiece in position. A surgical procedure to evaluate the pt's flap thickness and retention issues will be scheduled.